Event description:
It was reported that the patient was treated with bolus; however, the plan did not include bolus. This incident resulted in a dose difference that is presumed to result in serious injury. Patient's status is unknown. No further information was reported.